Event description:
Customer reported: an IV infiltration involving a calcium chloride (cacl) infusion. They do not allege any device malfunction. They are unsure when the IV infiltration occurred but unspecified medical intervention was required. The infusion was started in the emergency dept at 1720 on (B)(6) 2012 and the infusion ended around 2230 on (B)(6) 2012. Customer did not sequester the devices. The customer reported that a guardrails soft alert occurred at 1811 on (B)(6) 2012 for this infusion and also provided cacl programming details, primary intermittent infusion, rate 48 ml/hour, 2grams cacl, and volume to be infused 120ml. Customer requested a key press log review performed to confirm start and stop times as well as infusion parameters if they can locate the devices. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). The customer's request for a log review of a reported infiltration event could not be performed; no device or logs were returned by the customer.